Event description:
Patient reported rupture. Later, as per MRI intracapsular rupture, edema of glandular tissue with formation and a cyst of right mammary gland. Healthcare professional later reported, rupture and reactive mastitis confirmed via MRI and ultrasound. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5 photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported rupture. Healthcare professional later reported, rupture and reactive mastitis. The device was explanted and replaced with another manufacturer's device. This record is for right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and infection (unknown onset).